Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the hematoma was possibly caused during closure suturing of the neck incision, in addition to the patient being on blood thinners. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. Around (B)(6) 2026, the patient experienced a hematoma at the neck incision site and presented to the hospital where they were admitted. The hematoma was successfully surgically evacuated. Per the opinion of the physician, the hematoma was possibly caused during closure suturing of the neck incision, in addition to the patient being on blood thinners. The patient was discharged on (B)(6) 2026.